Event description:
Reporter indicated that during a vns implant surgery on (B)(6) 2012, it was suspected a new vns lead was defective. A different new vns lead was implanted. Following implantation of the second lead, error messages were received with the vns programming system, but later resolved when a different programming system was used. The issue with vns the programming system is being reported via MDR #1644487-2012-03392. The suspect lead has been returned and is pending analysis. Attempts for additional information are in progress.

Event description:
Reporter indicated the patient had no trauma and did not manipulate the vns. X-rays will not be provided to the manufacturer.

Event description:
Vns programming history for the surgery date was obtained which documented the reported errors as one faulted normal mode test, preceded by 5 faulted systems tests. There are no successful tests in the history. The generator was programmed to .25ma/30hz/500pulsewidth/30sec on/5min off/0ma mag/500pulsewidth/60sec on on (B)(6) 2012.

Event description:
Product analysis was completed on the returned vns lead on (B)(6) 2013. The lead was returned intact. The condition of the returned lead assembly is consistent with conditions that typically exist following an attempted implant procedure. No obvious anomalies were noted except for the stretched electrode ribbons and misshaped helices. Continuity checks of the returned lead assembly were performed with no discontinuities identified. No coil breaks were found. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications. Based on the findings in the product analysis lab, there is no evidence to suggest any device-related anomaly with the returned lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date of event, corrected data: the incorrect event date was inadvertently reported on the initial MDR report. The correct date is provided.